Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-00864). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that several attempts to interrogate the device were unsuccessful. No error messages were noted. In (B)(6) 2012, the patient had a syncopal episode, received a shock and went to the emergency room (ER). The patient was kept in ICU for 2.5 weeks due to dehydration. He received a scan but did not know what kind. Since then, he has had several syncopal episodes, but had not felt any shocks. The device was explanted and replaced.